Event description:
It was reported by the patient that she had what she believes to be a recalled composix kugel mesh implanted in 2007, which reportedly went into her colon and was removed in 2008.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.